Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with severely cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported, the customer had cracks on their display. Customer stated the cracks made it difficult for them to read their display. The customer could not recall how the damage had occurred. Customer's insulin pump will be replaced. No additional information provided.